Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and unexpected restart tests due to the blank display. The pump had a corroded motor home switch. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and an unexpected restart alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 321 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field as customer worked at a courthouse and went through metal detector; drive support cap appeared normal and customer was not able to complete rewind process. Customer was advised that insulin pump would need to be replaced.